Event description:
A male under went aaa repair in 2008. The patient received a zenith main body and three zenith iliac leg grafts as well as placement of another manufacturer's renal stent in the right renal artery. On the post-placement angiogram, the aneurysm was sealed and there was improvement flow into the stented right renal artery. On the first follow up a type ii endoleak was noted and there was no intervention performed. On the second post-op follow-up an enlarged sac and a proximal type I endoleak had developed. The patient was booked for possible type one endovascular leak repair in 2009. The angiogram confirmed a proximal type I endoleak that now had a dilation seal zone of 30 millimeters aorta with approximately 2-3 millimeter infrarenal neck. The physician decided to end the procedure and perform a visceral bypass, then, endograft over the renal arteries to repair the type I endoleak. A date has not been booked for future interventions. The status of the patient is unknown.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria. Anatomical conditions. Proper ballooning sites. Sizing requirements. At this time the cause of the initial type 1 endoleak is unknown. Although an additional extension was placed, the physician was required to perform a visceral bypass to achieve the desired results. We will continue to monitor for similar incidents.